Event description:
A malfunction was reported on the pump, indicated by malfunction code malf 3 and fault ID 3-0x2076. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support responded by shipping a replacement pump with updated software to the customer, who was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. Instructions were provided on storage mode and the return process for the problematic pump, with full acknowledgment from the customer.